Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was 150 mg/dl. The customer stated that their blood glucose could get as high as 400 mg/dl. The customer stated they were in diabetic ketoacidosis because they kept getting the no delivery alarm. The customer was treated with insulin shots and IV drip at the hospital. The customer stated that the insulin pump was making noise when insulin pump was in rewind or priming. Troubleshooting for the customer¿s high blood glucose was declined because this was a past event. The customer¿s last blood glucose reading was unknown. The insulin pump will be returned for analysis.